Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: "comparison of pipeline embolization device versus tubridge embolization device in unruptured intracranial aneurysms: a multicenter, propensity score matched study." The time frame of this study was: july 2016 to july 2022. The following medtronic devices were used: pipeline embolization device (ped), 5/6 fr intermediate catheter navien, microcatheter marksman deaths occurred in the study population: none. No mortality was observed during this period. Among patient adverse events included: device-related challenges occurred in the ped cohort. Stent re-appositionwas noted in 17 patients. Poor wall apposition was noted in 5 patients. Stent shortening was noted in 5 patients. Stent migration was noted in one patient. Intraoperative perforation was noted in one patient. Perioperative complications occurred in the ped cohort. Intraoperative rupture was noted in one patient. In-stent thrombosis was noted in 6 patients. Postoperative sah was noted in one patient. Postoperative ich was noted in 5 patients. Transient ischemic attack was noted in 7 patients. Mild ischemia was noted in 3 patients. Severe ischemia was noted in 2 patients.. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the doctor confirmed with the director that "this is a normal complication related to the surgery and has nothing to do with product quality.".